Event description:
A nurse changed the tubing of a vasopressin drip on a pt in the ficu. After closing the door of the pump and resuming the drip, he noticed that the pt's blood pressure began dropping. He then noticed that the tubing was leaking. The pt's bp dropped to sysolic of 68. He had to push several drugs and increase the dose of other vasopressors to compensate. Once the medication was hung with new tubing the pt's bp came back up. No lasting pt injury. Investigation revealed that the fitment was broken next to the assembly ring. Visual examination under a microscope found damage of stress marks to the o ring fitment not typical of damage originating in the manufacturing packaging process. The exact cause of the damage is unknown. Alaris has duplicated this type of damage when force has been exerted on the fitment during removal from the pump or when the upper fitment was installed or removed from the instrument in a non-vertical orientation. The correct positioning of the silicone tubing/adapter should be in the vertical orientation while being loaded or unloaded into the pumping device.